Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in two of the cartridges prior to use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2015 - device evaluation: the cartridge was returned and evaluated by product analysis on 10/29/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and leak test were performed with no failures observed and no fluid was observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.